Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter; during a roux-en-y procedure, the needle and thread of the device load fell out of the device and into the patient, which were removed with graspers. No further patient details are available; however, it is provided that there was no tissue loss or damage, no additional blood loss and the procedure was not extended by 30 minutes or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was not received. The visual inspection of the device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.